Event description:
Skin breakdown.

Manufacturer narrative:
The facility with skin breakdowns had changed to 180-thread-count sheets, which are rougher than the knitted sheets used at the other facility with no breakdown. The facility is purchasing the knitted sheets for all beds. Some of the nurses thought that repositioning on the mattresses and use of the heel devices was not needed. Best practices was emphasized to position frequently, regardless of the support surface used and to use pressure elimination devices for patients at high risk for heel breakdown. One patient with heel breakdown was in advanced renal failure and refusing dialysis. Another had breakdown in multiple locations including various co-morbidities to include dementia, fragile skin, and circulatory problems. Seven of the mattresses at the facility were tested on site and found to be working properly and within specification. The facility agreed that there were several reasons for the breakdown, and is taking steps to make changes in bed linens, laundry, use of heel devices, emphasize repositioning of the patients, and to review product choice in seat cushions. There was no evidence that the skin breakdown was contributed by or caused by the mattresses. Add'l model # 5800. Add'l catalog # 5800.